Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the right cut guide, bone screw drill bit, and headless trocar drill pin exhibits signs of repeated use (nicked, gouged and burrs). Both bone screw drill bit and headless trocar drill pin were lodged into cut guide's hole and alone bone screw drill bit was fractured. Dimensional analysis for bone screw drill bit and headless trocar drill pin were performed and found to be conforming. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01981, 0001822565 - 2019 - 01982.

Event description:
It was reported that during a knee procedure, there was a cold weld of a cut guide, a screw drill and a drill pin. To finish the surgery the drill was broken off, so that the cut guide still could be used. Attempts have been made and additional information on the reported event is unavailable.